Event description:
Pt alleged that the infusion device stopped delivering insulin. He indicated that he did not receive an alarm. Pt's blood glucose was elevated to 440 mg/dl. He indicated that he attempted to deliver a 4 unit bolus into the air, but no insulin dripped from the tubing. Pt administered an insulin injection of humalog to reduce his blood glucose level. He reported symptoms of smelling "ammonia", feeling "cranky", and that his "eyeballs were sunken in the back of his head." Pt indicated that his normal blood glucose level is <250 mg/dl. He reported receiving 07 (system alarm) alarms every other week for the previous two months, but he was able to reset the device. Pt switched to the backup device and he indicated that his blood glucose returned to normal. No medical assistance was required. Product was requested to be returned for eval.